Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-01006. All information can be found under manufacturer report number 1416980-2025-01006. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump overinfused during infusion. The expected and actual infusion times were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.